Manufacturer narrative:
Based on customer feedback regarding "the syringe needle falling off when opening the package," our company immediately organized a team comprising qc, production, and other relevant personnel to investigate and analyze the issue. Here's a detailed report of the situation: sample testing: on (B)(6) 2023, in response to the customer feedback, we conducted sample testing on lot: 20201210, specification: 1cc 25g¡á5/8. A total of 20 samples were tested. Each sample was visually inspected within its paper-plastic packaging, and no abnormalities such as loose or detached needles were found. Root cause analysis - needle detachment: based on the customer feedback and an evaluation of our syringe production process, we preliminarily determined that the issue of the needle detaching from the syringe could have been caused by insufficient rotational force applied between the two conical heads during the assembly. This led to a loose fit between the needle and the syringe that wasn't detected by the operators during the full inspection process. Additionally, post-packaging processes such as high-temperature sterilization and long-distance transportation might have further loosened the connection, resulting in the needle falling off before use.

Event description:
Customers have reported needles falling out when opening the packaging.